Event description:
The customer questioned repeat patient results for multiple analytes with false low results, on their dxc 700 au chemistry analyzer system. The customer did not provide patient data, demographic, or specify which assays were affected. The customer indicated the original result generated "f" flag, and auto repeated with negative result. The patient sample was repeated on another analyzer and obtained higher results, which were considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. Note: per dxc 700 au chemistry analyzer instuction for use (IFU) o flag ¿f¿: result is higher than the analytical measuring range.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the dxc 700 au clinical chemistry analyzer. The customer replaced the sample probe per cts recommendations to resolve the issue. No further issues were noted. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).